Event description:
It was reported that the patient had the artificial urinary sphincter balloon component repositioned. The balloon had moved from its original site and the patient could feel the balloon under his skin. No patient complications were reported.